Event description:
Patient reported that they were seen by their dentist who informed them to stop wearing the aligners and was referred to an orthodontist. Requested letter of recommendation to cease treatment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.